Manufacturer narrative:
This report is submitted on april 2, 2019. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced skin overgrowth and infection at the implant site. Subsequently, the patient was administered antibiotics (date and type not reported) and underwent a skin revision surgery on (B)(6) 2019, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed, under a general anaesthetic, and a magnet was placed on the internal fixture.